Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, during initial implantation, the receiver/stimulator of the implant was placed in the upper part of the curricular pavllion due to patient's anatomical variation. The patient also experienced a performance decrement with the device. Subsequently, the device was explanted on (B)(6) , 2025, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.